Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of low voltage alarms/events when connected to the mobile power unit (mpu), serial unknown, was confirmed via submitted log files. Submitted log files revealed, on 04mar2025, 14:55:12 low power hazard and power cable disconnect alarms activate while on mpu power due to a drop in both relative state of charge (rsoc) and bus voltage. All alarms clear by 14:55:16. During this interruption of external power, the emergency backup battery (ebb) provided support to the system. A similar sequence of events occurs again on 04mar2025, 20:30:02 where low power hazard and power cable disconnect alarms activate. By 20:30:06, the alarms progress to a no external power alarm. All alarms clear by 20:30:09. During this time, the ebb supported the system without interruption to pump function. There were no other notable alarms active in the log file. Pump operation was not affected. The mpu was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this investigation. Serial number was not provided, therefore a device history record (DHR)) review was not performed. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the system controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review was requested. The log file captured low power hazards on 04mar2025 while connected to the mobile power unit (mpu). These events were caused by power to the mpu being briefly interrupted for unknown reasons. There was no interruption in pump support during these events.